Manufacturer narrative:
Complaint (B)(4). No date of event and batch number was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. There is no information in the complaint description, which reasonably suggests that the malfunction is related to the device. No further information or clarification was received from the customer. The complaint is not justified. We forwarded the complaint to our supplier for their information.

Event description:
Customer advised 2 needlesticks occurred. The following has been submitted for each needlestick: the event was not life threatening. The event did not result in permanent impairment of a body function. The event did not result in permanent damage to a body structure. The event did not necessitate medical or surgical intervention to preclude permanent impairment or damage.